Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3708660 serial# (B)(4) implanted: (B)(6) 2015. Product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient came in for a right battery replacement on date notified, with the settings obtained and impedances tested pre-op which showed no issues. During the surgery the healthcare professional (hcp) then loosened the extension from the battery and placed them into the new battery. Another impedance check was performed on both the left and right side which found that impedances were high on more than half of the combinations. The hcp tried unplugging/replugging again and the impedances came back in normal range. However, the hcp then resituated the battery in pocket which showed impedances as high. The extension wires were then switched on the battery which continued to show the same high impedances. At that point the hcp decided to close and have the neurologist try to program around the high impedances. After the case, the hcp requested that the rep change the programming to c+ 10 at 2.5v to see how the patient responds while in recovery. Upon doing so, impedances were retested and showed back to normal on both the left and right side after 2 measurements. It is unknown what could have caused the impedance issues but the hcp did describe that there was some tension on the wires that made it difficult to get any extra slack from the wires to plug and unplug the extension wires. Readouts of the impedances showed contacts c <(>&<)> 0, c <(>&<)> 2, 0 <(>&<)>2, 0 <(>&<)> 2, 0 <(>&<)> 3, 1 <(>&<)> 2, 2 <(>&<)> 3 as high. The issue was resolved at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.